Event description:
One pt with discrepant cardiac t quantitative (troponin t) results. Initial result gave 0.36 ng/ml; sample repeated twice giving 0.17 ng/ml by initial method, and by another analyzer gave <0.010 ng/ml. A second sample initially gave 0.22 ng/ml, repeated twice gave 0.016 ng/ml by initial method, and by another analyzer giving <0.010 ng/ml. A third sample gave <0.010 ng/ml by another analyzer. A forth sample gave <0.010 ng/ml by another analyzer. A fifth sample gave 0.15 ng/ml by initial method. Erroneous results were reported. Patient not adversely affected. If additional info is received, appropriate notification will be provided.